Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: -black box review shows evidence of short battery life illustrated. Pump powers ¿on¿ and displays ¿verify¿ screen, but ¿low battery warning¿ was duplicated upon start up. The pump was able to prime correctly. External power supply was used to confirm that all currents drawing are above the nominal values. Pumps cover was removed, two components were found overheated and failure of those components was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed failed electrical components. This report is made based on the results of an investigation completed on (B)(4) 2013